Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when starting stapling on the stomach, the device was unable to fire. The device was unable to deliver staple. They took another device with different lot number to complete the case. There was no patient injury.